Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged filters are black. Patient alleged coughing up phlegm, respiratory issue and also alleged stint in heart, not get enough sleep. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged coughing up phlegm, respiratory issue and also alleged stint in heart, not get enough sleep and filters are black. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, blower, blower box, blower outlet seal, p4 power connector and unknow contamination on the inside of the top enclosure, inside ui panel, inside rear panel, inside bottom enclosure. The manfacture observed liquid ingress on the blower, p4 power connector and a contaminate consistent with kertain on the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found no errors. The manufacturer concludes that they could not confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged filters are black, coughing up phlegm, respiratory issue and also alleged stint in heart, not get enough sleep, experience pressure on kidneys and tight feeling in throat. There was no medical intervention required by the patient. The reported event of pressure on kidneys and tight feeling in throat, and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary.